Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the beginning of a routine hemodialysis treatment the drain was inadvertently connected to the saline bag causing it to fill and burst. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator inadvertently connected the waste line to the saline bag. The user's guide provides adequate instructions for cartridge and patient connections. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided additional training regarding proper connections. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.